Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads and did not detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device was returned to zoll singapore for evaluation and the customer's report was not replicated or confirmed. However, the log does show the lead view is changed during the case from lead ii to pads and the device was toggled into AED mode. The device would not have prompted "attach pads" until AED mode was entered since the device was in manual mode upon power up. The device passed full testing using the returned mutlifunction cable and adaptor without duplicating a malfunction to the device. The multifunction cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.